Manufacturer narrative:
Patient city: (B)(6) patient country: colombia. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set not sticking issue and experienced high blood glucose level event on (B)(6) 2026. The patient was assisted by the mother and treated by changing set.